Event description:
On 10/30/1998, the facility's clinical research coordinator informed the MFR's product manager of the following: a leak was noted in the triangular piece of the catheter. On 11/02/1998, the MFR rec'd the device with a letter that in brief states the following: "enclosed please find the device catheter removed from this pt on 10/29/1998. As you will be able to tell on examination of the catheter, a piece of the return line tip of apheresis kit broke off into the hub of the catheter on 10/29/1998. The tip was contained in the hub and was not free flowing, but for sterility and safety purposes, we hermetically sealed the line. The following day 10/29/1998 (date discrepancy), apheresis procedure was begun with no complications. No alarms were given regarding flow of return or inlet line. After thirty (30) minutes into the procedure, blood was noted on the pt's gown and running down her arm, the procedure was immediately stooped. A leak in the triangular piece of the catheter was noted. No further details were provided."